Manufacturer narrative:
Additional information received indicated that the aware date of the initial MDR is 2019-apr-19. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-may-02. The initial reporter and initial aware date were provided.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug with an unknown dose and concentration via an implantable pump via an implantable pump for no known indication for use. It was reported the patient's original device, that was never registered, was explanted because the catheter was not working. Additional information received indicated that the catheter started not working around (B)(6) 2019. The serial number of the catheter was not available as the original implant was never registered. It was indicated that the neurosurgeon attempted to aspirate the catheter and was unsuccessful. The cause of the catheter to working/not able to aspirate was unknown. It was noted that the catheter was replaced. The patient's identifying information was reported. The patient's weight was (B)(6). It was indicated the information was confirmed with the healthcare professional (hcp). No further complications were reported/anticipated.